Event description:
Console primary tank low pressure alarm sounded while supporting a pt. The tank gauge measured 2000 psi rather than the specified 1000 psi when the alarm sounded. There was no pt impact. This is a low risk failure mode, as the primary tank low pressure alarm provided warning before the warning was needed. In addition, this failure mode does not negate the ability of the console to continue to perform its life-sustaining functions. There is no impact to console function, and the hospital does no want to switch the patient to another console. When this console is no longer providing support to the pt, it will be returned to syncardia for evaluation.